Event description:
It was reported that md inserted sheath via left femoral artery in the or. When the md "pulled the iab out of the tray the membrane began to unwrap." Md also noted that "while he held the iab in his hand to form a curve the iab catheter was not as stiff as it should be, it was softer than normal." Nevertheless, md tried to insert the iab into the sheath. Due to numerous attempts, the iab was "destroyed as well as the guide wire." The md inserted another iab with a new sheath successfully.

Manufacturer narrative:
Md commented that iab was much "stiffer than the other iabs & that was the reason the second iab insertion was successful." No patient complications were reported. Device will not be returned for evaluation. A follow-up report will be filed if more information becomes available.